Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and updated information in d4, d8, h3 and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the most probable cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1-facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Since the customer indicated that three respiratory tests were performed on the event date, and it is currently unknown which of the three cases involved the biopsy valves that may have caused the foreign material to be deposited in the scope, three reports for the biopsy valves have been filed. The following patient identifiers are linked: (B)(6).

Event description:
It was reported that during a respiratory endoscopy procedure using the guide sheath, biopsy valve, and bronchovideoscope, a black foreign material was observed to fall into the patient's trachea under the endoscopic image when the subject guide sheath kit was pushed out of the bronchovideoscope's forceps channel. It took about 40 minutes while attempting to retrieve the foreign material while pulling out the guide sheath and applying suction but it was reported that they lost sight of it when brought it to the pharynx. The procedure was then completed with a similar device. Additional information was received indicated that the foreign material seemed to have been removed from the trachea. There were no further reports of patient harm.